Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high pacing thresholds and noise. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) exhibited increasing pacing threshold and impedance measurements. Noise was also observed. A revision procedure was performed and this lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The code 3191 was used to capture the patient undergoing a surgical procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.